Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger ((B)(4)) found the cable assembly connector pin was bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was "dying in pain" and was procrastinating and depressed. The implant had not taken a charge since (B)(6) 2019. It was determined that the patient could connect to charge the ins, but the recharger needed to be plugged into the wall in order to receive a charge. They tried to unplug the desktop charger from the recharger and the recharger shut off as it wasn't charging and the connector pin appeared fine. No further complications were reported or anticipated.